Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Patient underwent revision surgery on (B)(6) 2011 due to tibial loosening. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Device manufacture records were reviewed and found no deviations or abnormalities. No other complaints have been filed related to this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2011-00171. This report filed december 6, 2011.